Event description:
It was reported that the system 9800 locke up during a procedure with a patient on the table under anesthesia. The system was reinitialized and the procedure was completed without further incident. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the system had a fluoro function board reinitialization. It was determined that the circuit board and the associated power supply were defective and were subsequently removed. The system was tested and found to be working as intended and placed back into service.